Event description:
It was reported that a suspected malfunction has occurred with the device. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.